Event description:
It was reported that the patient's blood glucose (bg) levels reached 14.4 mmol/l (259.2 mg/dl) while wearing the pod between 5 and 24 hours on the hip/buttocks area. The pod was removed, the cannula was noted to had dislodged from the infusion site and was bent. Hyperglycemia treated by activating new pod and bolus. The device was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.